Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. A new software kit, floppy drive, electrically erasable read only memory, and central processor were all replaced. The system was then found to be operating as intended.